Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Reportedly the customers pump case clip broke causing the customers pump to fall and pull out the infusion set. The customer's blood glucose was 500 mg/dl. The customer changed the infusion set and delivered a correction bolus.